Event description:
It was reported that the communicator exhibited a burning smell. Smoke was coming from the communicator. A boston scientific company representative discussed with the patient and opted to replace the entire system. The communicator was deactivated. A return label was sent. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory product analysis indicates that the allegation was not confirmed. Product analysis found no evidence of device anomaly, malfunction or damage outside the bounds of normal medical use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communicator had a burning smell. Smoke was coming from the communicator. A boston scientific company representative discussed with the patient and opted to replace the entire system. The communicator was deactivated. A return label was sent. No adverse patient effects were reported. The product investigation indicates that the allegation was not confirmed. Product analysis found no evidence of device anomaly, malfunction or damage outside the bounds of normal medical use.